Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a male pt in cardiac arrest (age unknown), the device failed to discharge on the first attempt of 120 joules. Complainant indicated that the clinician obtained another device to continue treating the pt and the replacement device failed to discharge. Clinicians obtained another set of electrodes pads with no success. Clinicians increased the energy to 200 joules and a shock was delivered. Complainant indicated that the pt subsequently expired, however the attending physician stated the malfunction of the machine had nothing to do with the final outcome of the pt. Complainant indicated that the electrode pads involved in the reported malfunction were not retained by the customer. The second device used is reported on medwatch number: 1220908-2013-01647.